Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-04110. It was reported the patient was not receiving effective therapy. The physician decided to replace the leads at c7 and t1 with new ones and implant two additional leads at t2 and t3. The patient is now receiving effective therapy.